Manufacturer narrative:
The insulin pump received with unresponsive buttons due to corroded keypad traces. No button error alarm noted. The insulin pump received with cracked case on display window corners, minor scratches on lcd window, cracked reservoir tube lip and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump was alarming button error alarm. Customer's blood glucose level was 120 mg/dl. Customer stated the device was not dropped, but he does work underground and it could have being exposed to moisture. Customer was advised to discontinue use of the device and revert to back up plan. Customer also took out the battery and stated that is buttons were still unresponsive. No further information reported.